Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2019 and suture was used. During the procedure, the suture broke when sewing of dissection of mixed hemorrhoids. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.